Manufacturer narrative:
(B)(4). Date sent: 02/02/2023. D4: batch # 914a86. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tx60b device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: squeeze the closing trigger and the handle fully together until a second click is heard. The closing trigger is now latched to the handle and the jaws are clamped onto the tissue, which is ready to be stapled. The firing trigger will simultaneously move down to the ready-to-fire position. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 914a86, and no non-conformances were identified.

Event description:
It was reported that during a general surgery the handpiece did not work at all. The nurse that was present during the incident said that the device could not be fired at all. The surgery was delayed for an unknown number of minutes. Another device was opened to finish the procedure successfully with no patient consequences.

Manufacturer narrative:
(B)(4). Batch #914a86. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: could you please provide more details for "did not work at all"? Did the device lock out and could not be fired at all? Or was the trigger advanced with no staples deployed? Were there missing staples from the staple line? If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? Answer = nurse that was present during incident said that the trigger advanced but the staples did not fire/deploy. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.